Manufacturer narrative:
(B)(4). The events of cellulitis, drainage, and fungal infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "delayed periprosthetic fungal infection 4 weeks after routine breast augmentation¿, ¿cellulitis¿, ¿pain on right side¿, "drainage from wound¿, and ¿mild inflammation¿.

Event description:
Regulatory agency reported a healthcare professional reported a right side "delayed periprosthetic fungal infection 4 weeks after routine breast augmentation¿, ¿cellulitis¿, ¿pain on right side¿, "drainage from wound¿, and ¿mild inflammation¿. Device has been explanted and discarded.